Event description:
It was reported that there was telemetry issues and patient had a loss of therapeutic effect. It was unable to communicate with implantable neurostimulator (ins); it kept saying there was interference. Patient was not getting therapy relief for 2-3 months and had been experiencing symptoms return. Patient had a fall 3 weeks prior to the date of this report. It was noted that the physician had several batteries that have only lasted 2 or 2.5 years. Follow-up information reported that diagnostics were attempted; however battery appeared to be dead. The cause of event was unknown. The patient was scheduled to replace the battery and the lead on (B)(6) 2012. It was suspected that lead was damaged. There were no changes in patient's status. It was later reported that the lead was tested with very minimal motor response on only one electrode. The doctor decided to replace the lead, and great response was obtained.

Manufacturer narrative:
Product ID 3093-33, lot# v711814, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).